Event description:
It was reported that a pericardial effusion occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure. A baseline effusion was noted prior to start. The procedure was uncomplicated with a single deployment of a 27mm watchman laa closure device and no recaptures. After the completion of the procedure, the pericardial effusion appeared to have increased in size, but no interventions were performed as patient was asymptomatic and hemodynamically stable. Approximately 2 hours post procedure, a repeat transthoracic echocardiogram was performed to reveal a greater increase to the effusion. At this time, a pericardial drain was placed and 600 cc of fluid was removed. Cause of effusion is unknown. Patient is doing well and has been discharged home without further complications.